Manufacturer narrative:
The technician found the left side rail is missing the end tube top rail ratchet rivets. The technician replaced the ratchet rivets to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the left side rail would not latch. The stretcher was located in the e.r. At the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).